Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02-nov-2018 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal. A leak was found in the battery compartment. Moisture corrosion was found in the battery compartment. The pump was unable to power up due to moisture ingress.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.